Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient presented to the emergency room (ER) due to elevated blood glucose levels reportedly exceeding 400 mg/dl, accompanied by dizziness. The patient remained in the ER for approximately four hours and received treatment including intravenous saline hydration. The patient was unable to report a specific diagnosis provided during the visit. During follow-up, it was identified that the patient was using the omnipod 5 system with pods not compatible with the patient¿s continuous glucose monitoring sensor (dexcom g7). It could not be confirmed whether the dexcom g7 glucose sensor was in use at the time of the medical event, and therefore it is unknown whether incompatibility or user-related factors contributed to the reported ER visit.